Event description:
A follow up call was made and the customer reported having an accident while driving a truck; he missed his exit and went into a ditch. The customer stated that there was 50/50 change that the accident was caused by the driver error or fatigue from his low blood glucose. The customer was taken to the emergency room and the sensor was reading 118mg/dl, but the actual blood glucose reading was 59mg. The customer stated that the rep was able to upload the insulin pump and advised that may have been calibration issues. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir was showing less insulin than what is showing on the status screen. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.